Event description:
Reporter alleged obtaining a discrepant blood glucose result of 73 mg/dl on a neonate using the inform system compared back to back with a result of 41 mg/dl on the lab system when testing was performed less than 10 minutes apart. Reporter alleged at a different time obtaining a discrepant blood glucose result of 50 mg/dl on the same neonate using the inform system compared back to back with a result of 13 mg/dl on the lab system, when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.